Event description:
It was reported that 5 bd alaris secondary set breaking right underneath the chamber. The following information was provided by the initial reporter: last couple of days we are having issues with the secondary lines breaking right underneath the chamber, or the line is detaching from the hard plastic piece under the chamber.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: no product or photo was returned by the customer. The customer complaint of separation below the drip chamber could not be verified due to the product not being returned for failure investigation. A device history record review for model 11448964 lot number 22019135 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents.

Event description:
It was reported that 5 bd alaris secondary set breaking right underneath the chamber. The following information was provided by the initial reporter: last couple of days we are having issues with the secondary lines breaking right underneath the chamber, or the line is detaching from the hard plastic piece under the chamber.